Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that five months after the dental implant and abutment were placed in ada site 27 in the mouth, the implant had not achieved osseointegration in type iii bone. Clinician reports pain, swelling and poor health/hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that five months after the dental implant and abutment were placed in ada site 27 in the mouth, the implant had not achieved osseointegration in type iii bone. Clinician reports pain, swelling and poor health/hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).